Event description:
Dehydrated [dehydration]. Stomach discomfort [abdominal discomfort]. Nausea, not eating, stomach discomfort, dehydrated, high blood sugar's in the 400' [nausea]. Not eating [decreased appetite]. Novopen 3 plunger was stuck, would not depress and did not work properly [device malfunction]. High blood sugar's in the 400's [blood glucose increased]. Case description: medical device information: class iib. This spontaneous report, reported by a consumer, from the united states, reported as "nausea, not eating, stomach discomfort, dehydrated, and high blood sugar's in the 400's", concerns a female treated with novopen 3 (insulin delivery device) and novolin 70/30 penfill cartridges (dual-acting human insulin) from 2008 and ongoing for "type 1 diabetes mellitus". Medical history includes hypertension and diabetic coma. Patient height: 64 inches. On unk date in 2009, the pt experienced nausea, stomach discomfort was not eating well, and became dehydrated. In addition, her novopen 3 plunger was stuck, would not depress, and did not work properly. The pt finished her insulin dose by using a syringe. Afterwards, the pt experienced high blood sugar's in the 400's mg/dl. On unk date the same month, the pt was hospitalized over four days. During the hospitalization, the pt was treated with intravenous fluids, intravenous insulin, and unspecified "insulin shots". The pt had a colonoscopy performed and the result was normal. No additional testing or blood glucose levels from the hospitalization were reported, but the blood sugars were normal on the day of discharge. The pt was stabilized and all the events resolved, therefore, the pt was discharged from the hospital. The pt had increased her physical activities by walking more and working several 12-hour shifts prior to the events and the hospitalization. The pt did not experience an unexpected increase in insulin, had no adjustments were made in her insulin dosage and the pt did not start any new products prior to or during the onset of the event. The pt did not experience any other recent changes in her health status. The insulin was not exposed to any extreme temperatures and was stored as per recommendations. The pt was using reli-on needles with her novolin 70/30 cartridges. The overall outcome for the event was "recovered". Comment: company comment: nausea, loss of appetite, stomach discomfort and dehydration is reported as temporally preceding the event of increased blood glucose. However, there is no information on the blood glucose levels at the time of these event that are all typical symptoms of hyperglycemia. In addition, novonordisk recommends that devices with changeable needles are always stored without the needle attached. Leaving the needle attached on the device increases the risk of accidental needle stick injuries to those handling the device, and of damage to the device with subsequent injury to the pt. Other deviations from the recommended usage may also affect the injected dose and damage the device with subsequent injury to the pt. Analysis result: novopen 3 insulin delivery device; lot no.: hsc3225. Device conclusion: visual and functional examinations were performed. The penfill holder was screwed on too firmly during use. The mechanism for correcting the dose selected with activated. This could result in partial or no insulin delivery. The print on the dose indicator barrel is difficult to read due to wear or accumulation of dirt. This may happen during selection of a dose by touching the dose indicator barrel instead of only the dosage selector. Case conclusion: product information: the problem on the penfill holder is due to incorrect handling during use. The fault on the dose indicator barrel has developed as a result of dirt/wear on the does indicator barrel during use.